Event description:
A hospital in another country, reported that a rt212 adult breathing circuit had a "dry line" (humidifier connection tube) missing. No patient consequences was reported.

Manufacturer narrative:
This report was prepared by rep. The device is not sold in the USA but it is similar to another device which is sold in the USA. No complaint device or photo's provided. Our investigation was based on the event description and results from previous investigations. Results: the component was most likely omitted during our packing process. Conclusion: the device was out of specification. This will be brought to the attention of manufacturing team members. We are aware of other similar complaints. The occurrence rate is approximately 0.03% worldwide for the last year. We will continue to monitor all complaint for similar faults. No further investigation will be conducted on this complaint.